Event description:
It was reported that the patient with this pacemaker had possible erosion and infection. The patient states that there was a rash around the area and might be a possible allergy. The clinician is considering revising device because it protrudes up through skin and the patient is very thin. No additional adverse patient effects were reported. The pacemaker remains in service.